Manufacturer narrative:
Additional information was received as follows: the device was in contact with patient; however the patient was not injured. The event led to increase surgery time but the customer did not indicate for how long. Additionally, the customer indicated that no issue was observed during the set up but during use there was no coagulation during activation.

Manufacturer narrative:
Device history record was reviewed and no anomalies that could be associated with the complaint were observed. The handle (cev669b) was returned for evaluation: failure analysis: the evaluation was unable to conclusively verify the complaint as valid. The device passed the electrical tests, the black plastic part is not damaged. And the device is compliant with manufacturing specifications. Root cause: the investigation did not highlight any defect. This complaint is unrelated to the device. However, the reported event may be due to the presence of humidity in the connection zone of the cable or the handle.

Event description:
A facility reported that smoke was observed during use of the handle (cev669b) system. It is unknown if the device failure led to surgical delay; however, no patient impact was reported.